Manufacturer narrative:
(B)(4). The complaint device was returned. The reported shaft separation was confirmed. The failure to advance and difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to design, manufacture, or labeling. The investigation determined the reported difficulties to be related to the patient anatomical conditions. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with the respect to design, manufacturing, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a restenosed, previously stented, heavily calcified lesion in the mildly tortuous tibial artery. The winn guide wire met resistance during advancement and became caught in the heavy calcification and previously deployed stent implant. The guide wire tip separated. No attempts were made to snare the tip of the guide wire as it is caught within the calcification and deployed stent implant. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure; however, the decision was made to abort the procedure at that time. There was no additional information provided.